Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence because the cuff size was too large. A surgical procedure was performed to remove and replace all components and downsize the cuff from 5 cm to 4 cm. No additional patient complications were reported.